Event description:
It was reported that pump declared a malfunction alarm during cartridge loading, and customer was unable to successfully load a cartridge and resume insulin therapy as the alarm recurred. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections and continue using current pump as backup, while technical support arranged a replacement pump, confirmed shipping details, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and instructed customer to return problematic pump using a prepaid label within 10 days.